Event description:
New information states that programming changes were made and patient is in stable condition.

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the right ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were recommended.